Event description:
It was reported that there were two patient's involved in a clinical study that had implantable devices being used. Early on, one patient had developed a hematoma. This was addressed via using a draining tube and the device remained implanted in the patient. A second patient developed suture abscess and necrosis in the second month of having their device implanted. The suture knots were removed and the wound was able to be healed without any further intervention. The device in this patient also remains in service. There were no additional adverse patient effects reported.